Manufacturer narrative:
(B)(4). Batch # m90g9d. The analysis results found that the fp007 device was returned in good condition. The instrument was visually and functionally inspected and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the statement you made ¿the thread of the trocar came too loose; it moves and neither left anchor to the patient.¿ this device does not have a string. Were you referring to a different device?

Event description:
It was reported that during an unknown procedure, the thread of the trocar came too loose; it moves and neither left anchor to the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.